Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024, the tubing was unable to be mobilized and the plate was reported to be trapped. On (B)(6) 2024 during an endoscopy, a gastroenterologist was able to dig up the plate and the tubing was changed to a 20fr peg tube since the surface of the plate is larger and therefore more difficult to reenter.